Event description:
It was reported that the user experienced frequent low glucose readings, including values around 40 mg/dl, while using the ilet system and had been pausing the ilet often, which led to subsequent high glucose due to missed insulin delivery; the user received troubleshooting and education, and a clinician assisted further. Symptoms included low blood glucose. Outcomes included the need for oral glucose to address hypoglycemia. Investigation included data synchronization and review of the glucose report, along with user education on appropriate system use. Investigation of this case revealed use-related issues associated with pausing the device during or approaching lows, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.